Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/14/2019.

Event description:
The customer reported a faulty touchscreen out of the box. There was no patient involvement.

Manufacturer narrative:
MFR received date: 31 jan 2020. A touch screen was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31oct2019. It was reported that a credit was issue to the customer for the ventilator. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.